Manufacturer narrative:
The device history record for um4120xxx was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample was discarded by user.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with two separate units, involving the same patient this is the first of two reports. Refer to 9611594-2016-00145 for the second report. It was reported that the microcuff had to be re-inflated every hour. The patient's condition suddenly worsened, and the microcuff had to be exchanged. An aspiration was performed, in which a lot of mother's milk could be seen. The result was the patient developing aspirational pneumonia. The patient is currently stable. No further information has been provided at this time.